Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). Additional information: this complaint for a system error (se) 2240 (air in set) during drain 4 was not confirmed due to a lack of sample. The sample was not received for evaluation; therefore, the root cause could not be determined. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during drain 4. (B)(4) explained the error indicated a large amount of air had entered into the disposable set. (B)(4) then had the patient cycle power and advised the patient to start over or finish with manual supplies. (B)(4) contacted the patient who explained they believe it was their extension line that caused the air to get into the lines. The patient was walking on the extension line and it was getting stuck in the furniture. The patient thought he may have damaged the extension line. The patient did not note anything unusual about the supplies they were using. The patient discarded the supplies. The patient also notified their nurse regarding the error. The patient was able to continue therapy without complication. (B)(4) also contacted the patient's dialysis nurse who indicated they were not aware of the error and would follow-up with the patient. No injury or medical intervention was reported.